Manufacturer narrative:
Company comment: the serious event of granuloma skin and the non-serious event of swelling at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical interventions to prevent permanent damage. The potential root cause is the treatment procedure. Sculptra was used off-label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure due to the early onset of the event. The reported lot number was valid and verified the reported product. Four similar events including this case have been reported for this lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-mar-2024 by a nurse practitioner concerning a 62-year-old female patient. Additional information was received from the physician on the same day. The medical history of the patient included colorectal cancer prior to the treatment but prior to treatment she had no issue with her counts and was not taking any medication related to the colorectal cancer diagnosis. The patient does not have autoimmune history. The patient was not taking any concomitant medications. No information about history of allergies has been provided. The patient had previously received treatment with unspecified wrinkle relaxer and reported that the patient tends to hold bruise longer. On (B)(6) 2023, the patient received treatment with 1 vial of sculptra (lot 2j4472), split between both temples using a needle with sharp technique. The sculptra was injected to temples (off label use of device). The patient massaged the injection site. On (B)(6) 2023, the patient experienced bump/keratin granuloma (granuloma skin). One week later, in (B)(6) 2023, the patient noticed that the injection site was puffed up (implant site swelling). The hcp then attempted to inject the site with saline [sodium chloride] on (B)(6) 2023, and again on (B)(6) 2023. Thereafter, the site was injected with 10mg kenalog [triamcinolone acetonide] on (B)(6) 2023. On (B)(6) 2024, the physician removed the bump, and the biopsy revealed a granuloma. On (B)(6) 2024, the patient reached out to the hcp and reported small bumps in the same area where granuloma was removed. On (B)(6) 2024, the patient was scheduled to see the physician. Outcome at the time of the report: bump/keratin granuloma was not recovered/not resolved/ongoing. Puffed up was recovered/resolved. Sculptra was injected to temples was recovered/resolved.